Event description:
Nineteen months after undergoing in-stent stenosis treatment with a 3.5x8mm cypher stent, the patient was admitted with an acute myocardial infarction. During angiography, a stenosis was noted at the mid portion of the cypher stent and the bare metal stent that was implanted some time prior to the implantation of the 3x5mm cypher stent. A taxus stent was deployed to treat the ami event. The lesion was at the mid lad. The vessel characteristics and lesion type were not known. Review of the old films showed that after deployment of the cypher stent within the bare metal stent, a narrowing was noted at the mid to distal portion. The patient medical history consisted of diabetes. After the procedure, the patient was in good health.

Manufacturer narrative:
This female patient with a history of diabetes and previous bare metal stent implantation had cypher stent implantation. This is a pre-morbid condition which could increase the risk for a mace. A cypher stent 3.5mm x 8mm was implanted in the previous placed bare metal stent. The cypher stent is indicated for discrete de novo lesions. Nineteen months later, the patient experienced an acute mi. Angiography revealed stenosis of the cypher stent and the bare metal stent. This was treated with another brand stent. Procedural details were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There are patient and lesion factors that may have contributed to the event.